Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful and system diagnostics recorded high impedances on three lead contacts. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported event of stimulation goes down was confirmed. As received, the octrode lead had all its internal wires broken, that would cause the stimulation variation and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.